Event description:
This case was reported by a consumer and described the occurrence of ministrokes in a female pt who used super poligrip denture adhesive powder for more than 15 years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip denture adhesive powder. An unk time later, the pt stated, she had been in poor health and had been ill with weak muscles and four ministrokes. She also experienced constant stomach pain. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Super poligrip denture adhesive powder is mfg in (B)(4) and the product was not available. (B)(4).